Event description:
It was reported that shaft break occurred. The patient was being treated for tibial stenosis. The target lesion was located in the iliac vessel. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during unpacking, it was found that the catheter was broken and not suitable for use. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1 updated: seket sandoub street mansoura qism 2. E1: initial reporter city updated: el mansoura, dakhlia governorate. H6 device code: packaging problem has been added.

Event description:
It was reported that shaft break occurred. The patient was being treated for tibial stenosis. The target lesion was located in the iliac vessel. A 18-6/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, during unpacking, it was found that the catheter was broken and not suitable for use. The procedure was completed with another of same device. No patient complications were reported. It was further reported that the stenosed target lesion was 30% located in the moderately tortuous, and moderately calcified iliac vessel. The catheter breaks 25 cm from the hub. The patient was in good condition post-procedure.